Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported when the new programmer was opened, it was not working and the screen was total blank. No information was received indicating patient involvement.